Manufacturer narrative:
Additional information was added to h3 and h6: h4: device manufacture date ¿ the device was manufactured between june 28th, 2019 and june 29th, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was a leak in the spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.